Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The pre-operative imaging showed the presence of a pre-existing aortic dissection at the intended level of the seal zone. The aneurysm was successfully excluded at the conclusion of the index procedure. The 1 year follow-up CT showed the presence of a potential endoleak; however, the endoleak type/origin could not be confirmed due to the poor imaging quality. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.